Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began ¿around mid-(B)(6) 2017, 8:00 am and again at 12:00pm¿. The patient manages her diabetes with insulin (self-adjuster) and reported that she continued with her usual diabetes management routine in response to the alleged power issue. The patient reported that approximately 9 hours after the alleged issue began she developed the symptoms of ¿dry mouth, dizziness, chest pain and headache¿. The patient stated that an ambulance was called and whilst in hospital she obtained a blood glucose result of 33.0 mmol/l on the hospital meter. The patient detailed that she was treated by a healthcare professional (hcp) with unspecified type and dose of insulin every half hour from around 6:00 pm until 11:15 pm. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The patient was unable/unwilling to answer if the battery required charging. The csr educated the reporter on the meter¿s behaviour and auto-shutoff and the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from an hcp after the alleged device issue occurred.